Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin I result was obtained when processing a patient sample on a vitros 5600 system. An instrument issue is the most likely assignable cause. A within-run vitros tropi es precision test using known troponin I free sample produced condition codes on the instrument. An ortho field engineer replaced the aspirate filter, the universal well wash nozzle, and the dual coil tubing. The service actions returned the instrument to expected operation. The customer reported there were no additional issues related to the trop I es assay. Based on the historical tropi es quality control performance, a vitros tropi es reagent issue is not likely to be a contributing factor. The low level control does not adequately evaluate performance of the vitros tropi es reagent for a sample with troponin I concentrations < url (0.034 ng/ml). A reagent issue cannot be entirely ruled out as a contributing factor. It is not known if the customer is following the sample collection device manufacture¿s recommendation for sample centrifugation, therefore, improper pre-analytical sample handling cannot be ruled out as a contributing factor to the event. It is possible that cellular debris was present in the affected samples, although, this could not be confirmed. The MDR is being submitted after the 30 day reporting date due to a technical issue with ortho¿s MDR reporting system.

Event description:
A customer obtained a non-reproducible, a higher than expected vitros tropi es result from a single patient sample tested on a vitros 5600 system. Patient sample result of 0.181 ng/ml vs. The expected result of <0.012 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate medical action if not detected. The higher than expected vitros tropi es result was reported from the laboratory. Corrected reports were later issued. There were no changes in treatment based solely on the higher than expected tropi es results. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).